Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump had an unresponsive keypad. The customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump was received with b, esc and act buttons unresponsive due to corroded keypad traces. The insulin pump had cracked case at display window corners, battery tube threads, belt clip slot and minor scratched display window.